Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was not returned and may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Based on the information received with the reported event, there does not appear to be any indication of an issue with the quality of the product. As the lot number was not provided, a review of the device lot history record could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, no pulsatile flow was coming from the marker lumen as a blood clot could be seen in the lumen tube. The device was removed and an unsuccessful attempt was made to flush the marker lumen and remove the clot. Another proglide was successfully used and achieved hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.